Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred, pump reset unexpectedly and pump indicated a data log corruption. Customer reported to be at beach when the temperature alarm occurred. Customer cleared the alarms/data alert and resumed pump therapy. Customer's blood glucose was 123 mg/dl. Upon follow up, customer reported pump battery "completely died". Customer reverted to using another pump for insulin therapy.